Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
During t2 scn surgery, the surgeon did the drill of the proximal screw hole of the nail. However, the drill bit slightly contacted the nail. After that the surgeon inserted a screw. Afterwards, the surgeon did the drill of the most proximal screw hole(oval hole) of the nail. However, the drill bit contacted the nail. And the surgeon could not drill of the most proximal screw hole(oval hole). Therefore the surgeon was drilled by free hand technique.